Event description:
It was reported that the fiber tip was broken and was not found and retrieved during the procedure. The procedure was completed with another fiber. There were no patient complications reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the fiber tip was broken and was not found and retrieved during the procedure. The procedure was completed with another fiber. There were no patient complications reported.